Event description:
It was reported that the balloon system became stuck on the guidewire. A savion flx guidewire was selected for use along with a 2x40x144 coyote es 2x40x144 balloon catheter for a tibial intervention procedure in the right posterior tibial artery. During the procedure, the wire was unable to be pulled from the catheter. It was reported that there was material from towels nearby accumulating on the savion flx wire which created a sticking point on the wire. The wire and balloon system were removed together from the patient body, and the wire was removed from the proximal end of the balloon instead of from the hub. The procedure was completed with another of the same balloon device and a new wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned guidewire had the body kinked approximately at 85 cm and 299.3 cm from the proximal end. The distal tip was kinked approximately at 0.5 cm from the distal end. No more visual damages were found in the device. The dimensional inspection of the overall length, the distal tip outer diameter (od), the middle section od, and the proximal section od were all within specification.

Event description:
It was reported that the balloon system became stuck on the guidewire. A savion flx guidewire was selected for use along with a 2x40x144 coyote es 2x40x144 balloon catheter for a tibial intervention procedure in the right posterior tibial artery. During the procedure, the wire was unable to be pulled from the catheter. It was reported that there was material from towels nearby accumulating on the savion flx wire which created a sticking point on the wire. The wire and balloon system were removed together from the patient body, and the wire was removed from the proximal end of the balloon instead of from the hub. The procedure was completed with another of the same balloon device and a new wire. No patient complications were reported.